Manufacturer narrative:
In some countries outside the u.s, customer info is not provided due to privacy laws. The initial reporter phone and address were not provided.

Event description:
The advocate stated the customer received a high out of range control result of 14.9mmol/l on the contour meter. The meter did not automatically mark it as a control test,which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The control solution was returned for eval. New strips, meter and control were sent to the customer.